Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the esophagus. The stricture was not dilated prior to stent placement. During the procedure, as the physician attempted to reposition the stent proximally immediately following deployment, the retrieval loop broke. The physician grasped the stent body using forceps and removed the stent successfully. Following removal, it was noted that minor bleeding was present in the esophagus. The bleed resolved on it's own without treatment. A second wallflex esophageal stent was implanted successfully. Thee were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine." Based on the device analysis, which found some damage present to the silicone coating of the stent, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) the evaluation findings of stent cover damaged. Only the fully deployed stent was returned for analysis. An examination of the stent found that the stent suture was missing. In addition, some damage was noted to the silicone coating at it's distal end where the stent suture had been. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label. The dfu state "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended." However, according to the complainant, the stent was repositioned within the patient. Therefore, the most probable root cause classification is user/use error.